Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during calibration of the system, there was leakage behind the cassette and the system got wet. There was no impact or known harm to the staff. The product sample is available. No additional information is expected.

Manufacturer narrative:
The unused pak was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The yellow stopcock was connected to the infusion cannula line and the auto stopcock on the infusion manifold. The ports on the yellow stopcock were intact. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The laser emitted diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample was tested using the console representing the current software version. The sample could prime and pass intraocular pressure calibration successfully. No air leak was detected from the infusion air line during priming process. No bubbles were observed in the fluid path before the cleaning process. No leakage was detected from the infusion cannula, the infusion manifold, the administration manifold, the connectors, the pump elastomer or on the pump area of the fluidics module. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications, no leaks were found during testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record indicated the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Potential root cause could be related to a manufacturing related issue, however, this could not be confirmed with the information available. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).